Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset and memory code corruption. The device was tested on the bench and the results of all electrical tests performed after reloading the product code including thermal and mechanical stressing of the device, indicated the pacer exhibited normal device characteristics.. The cause of the bvvi could not be determined.

Event description:
This report is to advise of an event observed during analysis.